Manufacturer narrative:
(B)(4). The lot # 25155446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 04mar2021and investigated on (B)(6) 2021. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire and around the jaws. A visual inspection device was conducted. The silicone insulation on the cold jaw was approximately all the way torn, but not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for ¿material twisted/bent; wire but confirmed for analyzed failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 energy wire (heater wire) had partially popped off the jaws. No patient injury. They opened a new kit to complete the procedure.